Event description:
The device was used during an unspecified procedure. Reportedly, the staples were getting stuck and did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury.